Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "cause unknown, no product defect noted" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Event description per cnf, it was reported that: [?]event; bb was performed using abbott swartz sheath. The sheath was replaced with faradrive and the farawave was inserted into it, however, the patient's st-segment elevation was observed. Therefore, nitroglycerin was administered, and the patient was monitored. The procedure was then continued as the st-segment has stabilized. There was no further elevation, and the procedure was then completed successfully. Unlike the usual, dr. Haruna who typically performs the 2nd step, was in the outpatient department; therefore, a resident physician who was present had performed the 2nd step. However, dr. Kimura commented that air contamination might have occurred during catheter insertion. Physician comments: patient outcome: infected: no generator/controller: ablation catheter used: other used: as reported - device code: 2099: no known device problem. As reported - patient code: 9259: st segment elevation. As reported - impact code: f23: unexpected medical intervention. Type of procedure: pulmonary vein isolation pulse ablation. Device/procedure outcome: original device used procedure completed. Batch/lot# 0008575301. Product description star/ros/035/180/1.5j/ptfe/4/5 box5.